Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the railing on drawer 5 appeared to have detached and was not functioning properly. As a result, nurses were unable to pull medications or return medications. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer found full height drawer slide was damaged, bearing cage fell out, damaged retractor band and both controllers. Fse replaced all to resolve the issue. Hardware test application was successful. The system functioned as intended after the field service engineer repaired the device.